Event description:
The reporter's spouse did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Reporter's spouse's results were 95 and 134mg/dl. No symptoms were reported. The report noted inaccurate testing technique, but did not give details. On follow-up, a control solution test using new solution was in range, 138 (95-142). The reporter's spouse has difficulty obtaining a good sample because of callouses. It was stated that reporter's spouse waits for the confirmation dot to turn blue. No harm was alleged.